Event description:
It was reported that the user experienced a low blood glucose event while engaging in outdoor activity, with an initial reading of 52 mg/dl on the bionic system and confirmatory fingersticks of 78 mg/dl and later 85 mg/dl after oral carbohydrate intake; the event is associated with a bionic system issue, but available details were insufficient to characterize a specific device problem or component. Symptoms included hypoglycemia. Outcomes included the need for oral glucose administration to address the event. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to determine a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.